Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed pump motor stall had occurred with no motor stall recovery. The cause of the motor stall was unknown. No troubleshooting was performed. The pump was replaced. Per the reporter, the patient returned home with no further events. The pump was used to deliver gablofen.